Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing impedance out of range due to lead fracture. While opening the pocket, the rv lead also noted a loss of capture or asystole. The rv lead was surgically abandoned, and a new lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high, out-of-range pacing impedance and high pacing threshold measurements, due to a lead fracture. Pacing inhibition was also noted. While opening the pocket, the rv lead also exhibited a loss of capture and the patient experienced asystole. The rv lead was surgically abandoned, and a new lead with a different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060101 and impact code f1001. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead remains implanted in the patient but not in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.